Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert was unable to be replicated in a testing environment due to the condition of the returned device. The reported deformation due to compressive stress/kink was unable to be confirmed however there was a noted sheath break/separation. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement into the 6fr sheath inadvertent mishandling resulted in the reported sheath kink/noted sheath separation/break; thus resulting in the reported difficult to insert. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with calcification and 50% stenosis. When attempting to introduce the 10x40 mm absolute pro self expanding stent system (sess) into the 6fr sheath, there was high resistance. The absolute pro sess was inspected and it was found that the sheath was kinked. The stent was not exposed or protruding. The device was replaced. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the outer sheath was separated at the proximal marker but remained over the stent. No additional information was provided.